Manufacturer narrative:
The pocketecg equipment provided tot he pt consists of: the ECG pt-worn device that transmits ECG signal to the mobile phone using wireless bluetooth connection, two li-ion batteries for ECG bluetooth transmitter, battery charger and mobile phone with proprietary software installed. The battery caught on fire when it was put on the charger. Therefore, the battery or/and charger malfunctions were suspected. The battery has been destroyed during the incident and its eval is impossible. The charger has been already tested by the distributor according to the MFR instructions. It was determined by the distributor that the charger operates properly. Consequently, it was concluded that the event was caused by the battery malfunction. The battery is not mfg by medicalgorithmics. The serial number of the battery ((B)(4)) was passed to the battery MFR (cameronsino). The battery MFR claimed that the battery was mfg according to the approved procedures and no modification to the base-materials were introduced for the batteries coming from the particular series. The pocketecg distributor was instructed to verify whether the stocked batteries have no visual defects. Additionally, the procedure for electrical battery testing was introduced. All batteries are tested against electrical safety prior to sending them to the pts.

Event description:
Pt reported li-ion battery exploded and caught fire. Pt reported the battery was in the charger for approx 45-minutes on a kitchen counter. She and her son were in another room when they heard a loud popping noise. Upon returning to the kitchen, they discovered the battery on the kitchen floor approx 15-feet from the counter and said there were flames coming from the battery. Her son put the fire out by stomping on it with his boot. The pt called to report the incident at approx 8:15 pm. At approx 10:30pm, (B)(6) arrived at the pt's home to investigate. He was shown the remnants of the battery, the battery charger and the reported damages to the house including a melted portion of the linoleum flooring in the kitchen. He also noted that there was no remaining smoke, or odor from the described explosion, nor was there any odor from the burned section of linoleum flooring.